Event description:
The customer received questionable calcium results for six patient samples since (B)(6)2013 that were processed by the modular preanalytic analyzer (mpa). Of the data provided for four patient samples, only the results for three samples were discrepant. Patient sample 1 initial result was 11.5 mg/dl and the repeat result was 9.1 mg/dl. Patient sample 2 initial result was 10.7 mg/dl and the repeat result was 8.5 mg/dl. Patient sample 3 initial result was 11.4 mg/dl and the repeat result was 8.9 mg/dl. The initial results were reported outside the laboratory. The repeat results were believed to be correct. The results were called and corrected. No patients were adversely affected. The calcium reagent lot number was 68518501 with an expiration date of 01/31/2014. The field service representative found an issue with the sample probe spring. He removed the sample probe cover and adjusted the spring for proper tension. For a preventative measure, he performed a reagent probe v adjustment at the reagent disk and manually cleaned all probes internally. The customer ran acceptable controls.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.